Event description:
This will be filed for re-intubation required to treat post procedure respiratory distress. The relationship of the study device to the respiratory distress was not provided. It was reported that on (B)(6) 2014, the patient with functional mitral regurgitation underwent a procedure with placement of two mitraclips, reducing the mitral regurgitation grade from 4+ to 1+. Post procedure, the patient experienced an episode of respiratory distress, a pre-existing condition, after extubation, requiring re-intubation. Per pulmonary consultation, obtained on (B)(6) 2014, the patient's post procedure respiratory distress is likely related to the patient being in the supine position for some time post procedure and blood transfusions. Blood transfusions were administered for an unspecified reason, although there were no overt signs of bleeding noted. The relationship of the study device to the respiratory distress was not provided by the study physician. The patient was discharged to home on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. There was no reported device malfunction associated with the clip delivery system. The reported patient effect of heart failure (worsening), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a definitive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The clip remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report filed, additional information was received: the event resolved on (B)(6) 2014.